Event description:
Approximately 3 years after receiving a series of electroconvulsive therapy treatments, patient claims the following: not warned of risks of brain damage and permanent memory loss, brain injury, and neurocognitive injury; developed permanent memory loss and cognitive impairments.